Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads keep falling off [device breakage]. No adverse event [no adverse event] . Case description: a female consumer of unspecified age reported that the oral-b floss action brushheads kept falling off while brushing her teeth with an oral-b professional care toothbrush. She performed the scratch test and the logo did not scratch off. No symptoms were reported.